Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the faulty circuit board and manifold unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical "there is no change in the display of pneumoperitoneum pressure. Suspect sensor failure". The patient was not yet anesthetized. The intended therapeutic laparoscopy procedure was completed using a similar device with no delay. No adverse effects to patient were reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue could be repeated; the device displayed an inaccurate pressure reading (too low). This issue was caused by faulty circuit board and faulty manifold unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.